Manufacturer narrative:
This initial regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Upon investigation of the actual device used in this incident, it was determined that station was running slow. A technical support specialist ran clean disk utility and rebooted station to resolve the issue. The system functioned as intended after the technical support specialist troubleshot the device. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-apr-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.

Event description:
It was reported by the customer that a bd pyxis¿ anesthesia station es was running slow when removing medication for patients. The unit was taking several seconds to respond. The slowness was reported to be affecting the station's performance during cases. There were no adverse events or injuries reported based on this incident.